Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. During the incoming specification testing, the device failed to detect an upstream occlusion. The device was re-calibrated and retested. The unit properly detected both upstream and downstream occlusions.

Event description:
During baxter's evaluation of this spectrum pump, it was found that it failed to detect an upstream occlusion.